Event description:
The accufix lead was electively explanted. A new atrial pacing lead was placed on 1/8/98. The pt returned to surgery 2/3/98 due to lead dislodgement. That lead was unable to be repositioned and was replaced.